Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2, 9-feb-2017 - correction to serial#.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/14/2016 with the following findings: during investigation, the original complaint of the cloudy display was unable to be confirmed. Unrelated to the original complaint, there was visible moisture on the display. The display was dim and discolored. There was a cover crack found. The audio bolus button cover was found to be torn but still operable to user input. A leak test failed due to a pump case leak. The pump was opened and there was moisture corrosion found on the motor assembly. There was no moisture found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).